Event description:
During a follow-up in clinic, lead dislodgement was noted via diagnostic imaging on the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads due to twiddler¿s syndrome. The leads were explanted and replaced and the patient was stable with no consequences. Related manufacturer report numbers: 2017865-2018-05001, 2017865-2018-05002.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The measured full helix extension length was within product specification.